Event description:
The pt's implant card stated that the surgeon implanted a cc4204bf plate collamer lens. The lens tore during insertion into the eye. The lens was removed. No pt injury. The injector and cartridge model and lot numbers were not specified by the facility.